Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 10/2.25 flextome¿ cutting balloon¿ was used to pre-dilate the lesion. Device was initially inflated at 6 atmospheres for 10 seconds from the distal part of the mid lad and pulled to the proximal part. When the middle part of the mid lad was dilated at 8 atmospheres for 10 seconds, it was noted that balloon ruptured. The procedure was completed with another device. No patient complications reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated 2 mm proximal of the proximal markerband. A visual examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. Microscopic and visual analysis showed that the blades were intact and fully bonded to the balloon surface. No kinks or damage were observed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 10/2.25 flextome¿ cutting balloon¿ was used to pre-dilate the lesion. Device was initially inflated at 6 atmospheres for 10 seconds from the distal part of the mid lad and pulled to the proximal part. When the middle part of the mid lad was dilated at 8 atmospheres for 10 seconds, it was noted that balloon ruptured. The procedure was completed with another device. No patient complications reported and patient's status was good.